Manufacturer narrative:
Concomitant medical products: 506852 non-defib lead, implanted on (B)(6) 2000. W3dr01 pacemaker, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with a high number of short ventricle to ventricle interv als. It was also noted that the lead exhibited high rv thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.